Manufacturer narrative:
The manufacturer became aware on 29-dec-2025 of a reported hospitalization that occurred on an unknown date in (B)(6) 2025 while the user was using the ilet system. The caregiver reported that the user was hospitalized, but no information was available regarding blood glucose values, treatment provided, duration of hospitalization, or discharge status. Multiple attempts to obtain additional details were unsuccessful, and no device data indicating a malfunction was available at the time of reporting.

Event description:
On 29-dec-2025, the user¿s caregiver reported that on an unknown date in (B)(6) 2025 the user experienced an event that resulted in hospitalization, with no blood glucose value reported. No information was available regarding events or treatment prior to emergency care. The user was hospitalized, further details regarding treatment, length of stay, discharge date, and clinical outcome were not available, and the user subsequently discontinued ilet therapy and reverted to multiple daily injections.